Event description:
Devilbiss healthcare was notified on 02/24/2022 of a complaint involving a 525ds 5-liter stationary oxygen concentrator. The end-user reported using a humidifier bottle (accessory) and stated the "water comes out of the hose and cannula." She stated she was hospitalized on (B)(6) 2022 for "fluid on her lungs." She contacted her oxygen service provider who advised her to remove, and cease using the humidifier bottle. She stated she removed the humidifier, and for the last week, is no longer having an issue with water/moisture in the tubing or cannula. The investigation of this complaint determined the humidifier accessory to be root cause of water entering the oxygen extension tubing and cannula, and not a malfunction of the 525ds oxygen concentrator. These accessories are not manufactured or supplied by devilbiss. The unit has been determined to be functioning properly without the humidifier bottle and is not being returned for evaluation.